Event description:
The nurse reported via phone, the customer was hospitalized due to low blood glucose 30 mg/dl range. Customer's doctor recommended to call in to clarify if the customer over treated or the insulin pump malfunctioned. Customer's reservoir was empty when she arrived at the emergency room and she had filled her reservoir on (B)(6) 2015 and it usually last three days. The drive support cap was reported normal. Customer's family called emergency responders due to her slurring her speech. The perceived cause of the low was excessive insulin. The nurse wasn't sure if the customer was disconnected during rewind. In the bolus history for (B)(6) 2015 it was noted at 12:59 pm the customer had administered 20 units of insulin for blood glucose of 66 mg/dl and no carbohydrates. At 12:50 pm 1.40 units for blood glucose of 65 mg/dl. At 12:45 pm and 12:41 pm, both had 2.3 units, carbohydrates 65, and blood glucose was 65 mg/dl. Nurse declined part of the troubleshooting. The device was not exposed to an

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.